Event description:
Reporter alleged the customer obtained discrepant blood glucose result of 22 mg/dl back to back with a result of 94 mg/dl on the compact plus sys, when testing was performed within 10 minutes. Reporter indicated that the customer was feeling dizzy, shaky, and hungry before obtaining the first result. Reporter stated the customer washed her hands after obtaining the first result. Reporter stated that the customer self-treated with juice. No other actions were reported taken, or treatment rec'd. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated the customer did not have any strips left and, so no product will be returned for eval.